Event description:
A customer reported obtaining unexpected negative reactivity on galileo neo (B)(4).

Manufacturer narrative:
The image result files for the unexpected negative reactivity were reviewed and results on the neo visually appeared positive (although weaker than reactions on the echo). Reaction scores appeared to be below the threshold of detection for the neo. However, customers have the ability to visually review reactions and edit equivocal results. The instrument is operating according to specifications.